Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79, with 510k/PMA/bla number p050042. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative architect anti-hcv results for one patient with a history of being under an unspecified treatment for the hepatitis c virus. The following results were provided: sid (B)(6) first result: 0.61/s/co, second result 0.59 s/co, cobas 6000 result = 70.9 s/co, after recalibration the sample was repeated with results of = 0.731 s/co, 0.722 s/co, and 0.726 s/co . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely non-reactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot and ticket trending review did not identify an increase in complaint activity. The device history record review on lot 62357be00 did not show any potential non-conformances, non-conformances or deviations associated with the likely cause lot number. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lots was evaluated by testing a commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lots detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay for lot number 62357be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely negative architect anti-hcv results for one patient with a history of being under an unspecified treatment for the hepatitis c virus. The following results were provided: sid (B)(6) first result: 0.61/s/co, second result 0.59 s/co. Cobas 6000 result = 70.9 s/co. After recalibration the sample was repeated with results of = 0.731 s/co, 0.722 s/co, and 0.726 s/co . No impact to patient management was reported.